Event description:
Exposed mesh in anterior vagina. Surgery for revision of mesh: small area of approximately 1 cm square exposed mesh in vagina from previous prolift that was done four years ago. The original surgery was done for uterine prolapse with cystocele. The exposed mesh was dissected out and removed.